Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system did not bootup correctly. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that main power breaker was off and there was no power to scc. The fse traced power to m cabinet and found that f17 fuse had blown. To resolve the issue, the fse replaced the f17 fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.